Event description:
Pt reported to surgery (B)(6) 2024 for cystoscopy, right ureteroscopy with laser lithotripsy, basket stone removal, right ureteral stent placement, right retrograde pyelogram. Reported during the procedure, the lumenis moses 200 laser fiber worked for approx. 10 minutes without issues and then it started making a loud clicking noise. The fiber was changed out and it resolved the issue with no more episodes to follow during pt's procedure.